Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurse was unable to issue medication as the issue button was missing after login. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication because the issue button was missing after login. A technical support specialist identified that the customer had two user profiles, one with issue permissions and one without, advised deactivating the profile lacking permissions and instructed the nurse to log in using the profile with appropriate access. After making the change, confirmed the customer was able to issue medication successfully. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.